Event description:
The patient has eroded through the anterior portion of the patient's distal tibia and the patient's talus is sitting about 1/2" proximal to the subchondral plate of the distal tibia.